Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1642 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine enlargement, adenomyosis, endometriosis, endocervicitis and obesity. Admit date: (B)(6) 2020, discharge date: (B)(6) 2020 condition at discharge: abdomen -soft, nd, nt fundus - firm, nt. Previously administered products included: toradol. The patient had a family history of colon cancer. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1202 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy bilateral salpingooophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. The patient had 1. Trailing coils on the left and 0 trailing coils on the right discrepancy noted insertion date of drug updated to (B)(6) 2017 from (B)(6) 2017 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology report final pathology diagnosis: uterus, cervix, bilateral ovaries and fallopian tubes: mild chronic endocervicitis. No evidence of dysplasia. Endometrium: proliferative endometrium. Myometrium: mild adenomyosis. Endometriosis, involving posterior serosal aspect. Uterine enlargement (140 g). Right ovary: benign ovary with cystic follicles and surface endometriosis. Left ovary: benign ovary with cystic follicles, focally hemorrhagic. No evidence of endometriosis. Right and left fallopian tube: bilateral fallopian tubes with intact essure implant; otherwise no pathological changes, fimbria examined. Clinical history: pelvic pain, endometriosis gross description: . The right fallopian tube segment demonstrates serosal surface with fimbria measuring 8.5 cm in length by 5 mm in diameter. The proximal tubal segment demonstrates a metallic coiled wire, grossly consistent with an essure implant measuring approximately 3.0 cm in length by 0.5 mm in diameter. Dimension. The left fallopian tube segment demonstrates serosal surface with fimbria measuring 8.0 cm in length by 5 mm in diameter. The left proximal fallopian tube segment demonstrates a metallic coiled wire, grossly consistent with an essure implant measuring 3.5 cm in length by 0.5 mm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1642 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.